Event description:
It is reported that upon openingthe screw and placing it on the screwdriver, a small metal shaving was noted attached to the screw. The screw was replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.